Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use when the issue was occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was not possible. The review of the log files showed, flat detector controller (fdc) write failed resulted in the system could not be ready for exposure. The fse reloaded the fdc software. After reloading of the fdc software, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported that the exposure was not possible during the procedure. No harm to the patient has been reported to philips. Philips has started an investigation of this complaint.